Event description:
National complaint coordinator reported low ultrafiltrate volumes that were suspected to be inaccurate using the homechoice pro cycler for apd therapy. Complaint coordinator reported that a patient (pt) with a fill volume between 60-80mls received low ultrafiltrate volumes using the homechoice pro cycler. As a result of the low ultrafiltrate volumes displayed by the homechoice pro cycler, the pt received a higher concentration of glucose in order to compensate for the loss in ultrafiltrate. The national complaint coordinator reported that use of the homechoice pro in low fill mode leads to reduced ultrafiltration volumes as compared to capd therapy. There was no patient injury or reactions reported as a result of this incident.